Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed an out of range shock impedance. All other lead measurements were normal and stable. There was no noise seen.